Manufacturer narrative:
The biomedical engineer reported that the data acquisition unit for the bedside monitor system does not power on at all. They swapped out the cable on this unit, and it still did not power on. However, they stated when removing the original cable from the data box, that the cable and the inside connection smelled burnt. The device was not in patient use. (B)(4).

Event description:
The biomedical engineer reported that the data acquisition unit for the bedside monitor system does not power on at all. They swapped out the cable on this unit, and it still did not power on. However, they stated when removing the original cable from the data box, that the cable and the inside connection smelled burnt. The device was not in patient use.